Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch was not working. As a part of troubleshooting fse identified that the right pedal that allowed the lamp to work no longer works. This was a material only service type. The fse replaced the wired foot switch. After replacement of the wired foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wired footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.